Event description:
Customer reported poor touchscreen responsiveness requiring multiple button presses. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and order opened for potential provision of a loaner device.